Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the device pocket. The patient's wife called the physician and reported that the patient placed the device back into the device pocket and now the site is red and there is drainage from the area. It was indicated that the patient received oral and topical antibiotics. The device was explanted by the physician. It was noted that there was no other plan of action than the patient receiving antibiotics. The patient came in for a wound check a week later with the nurse. No additional adverse patient effects were reported. The device has been returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was thoroughly inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the device pocket. The patient's wife called the physician and reported that the patient placed the device back into the device pocket and now the site is red and there is drainage from the area. It was indicated that the patient received oral and topical antibiotics. The device was explanted by the physician. It was noted that there was no other plan of action than the patient receiving antibiotics. The patient came in for a wound check a week later with the nurse. No additional adverse patient effects were reported. The device has been returned to boston scientific.